Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received january 30, 2017 confirmed the event took place during surgery and an additional graft was harvested.

Manufacturer narrative:
The electric dermatome handpiece, serial number (B)(4), and electric dermatome power supply, serial number (B)(4) were returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device was jumping during surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome four times. The last repair was september 28, 2016 where it was reported that the motor bogs down and the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated the electric dermatome power supply. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed that the calibration was within specification but the motor speed was out of specification and the motor ran erratically. It was also noted that the head and control bar were worn upon visual inspection. The electric dermatome power supply was tested and the device functioned as intended and passed all required testing. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearing, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor speed was out of specification and the motor ran erratically. While during the initial inspection it was noted that the motor speed was out of specification and the motor ran erratically, it is unknown with the information that was provided why the motor malfunctioned. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.